Event description:
Account reports, while attempting to place the epidural catheter, the anesthesiologist was unable to advance the catheter. While the needle was still in place, healthcare professional attempted to remove the catheter and the tip broke off. X-rays confirmed the location of the catheter tip. Consultation with neurosurgeon resulted in decision to leave catheter in place. Per reporter, neurosurgeon states "no morbidity expected from remaining catheter. No med treatment required at this time." Pt to follow up with neurosurgeon in two weeks.